Manufacturer narrative:
(B)(4). A loose connection of the patient line to the transfer set was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during drain two of five of peritoneal dialysis therapy. The patient stated that they were asleep when the alarm woke them up, and they found that the patient line was loosely connected. The technical services representative reviewed proper procedures with the patient regarding checking all connections before starting therapy. There was no patient injury or medical intervention reported with this event. No additional information is available.